Manufacturer narrative:
Fracture of screw from a locator that was placed in a dental implant. Screw fragment could not be removed. Implant needed to be explanted. Locator showed evidence of inhomogenous mechanical overloading over time that caused fracture.

Event description:
Fracture of screw from a locator that was placed in a dental implant. Screw fragment could not be removed. Implant needed to be explanted.